Manufacturer narrative:
The hill-rom technician found the bed zeroed with the pt on the bed not allowing nurse to set bed exit alarm. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007. It is unk if the facility performed any other preventative maintenance on this bed. The tech zeroed the scale correctly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm would not set. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).